Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# va0b7vc, implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported, the patient was implanted on the date of the call and upon synchronizing with the patient programmer, a power on reset (por) message with a ¿call your doctor¿ icon was seen. Stimulation was not able to be adjusted. The reporter was unsure if electrocautery was used during surgery. The following day, it was stated, the por was cleared and the patient was doing great.